Event description:
It was reported that the customer experienced multiple alarms indicating occlusions during bolusing, leading to elevated blood glucose levels exceeding 500 mg/dl, with a continuous glucose monitor displaying "high." To address these high blood glucose levels, the customer administered a correction bolus via pump, sometimes used multiple daily injections, and waited for basal insulin effects. They did not seek third-party assistance. The customer routinely resolved occlusion alarms themselves and resumed insulin delivery. Frequent occlusions were reported, leading to a request for follow-up assistance from customer technical support.